Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed in september 2010 and performed to specification up to the 21st june 2015. A fresh pad-pak was installed during this time. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2015 and the final history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.